Manufacturer narrative:
Device return: one (1) used z2405 7" smallbore bifuse ext. Set and a huber needle set. Visual analysis (pre and post decontamination) was performed. The results recorded one of the two z2405 microclave connectors silicone was recessed. The returned huber needle set has a female luer connection point and would not have been used on the z2405 microclave connectors female luer. Additional engineering analysis: the z2405 connector was disassembled and evaluated. The results recorded various internal component damages including silicone seal coring/tears, and a bent/damaged spike. These types of component damages would result in leakage and are typical of access with an incompatible mating device. Findings: engineering analysis of the returned used z2405 confirmed the reported component/leakage problem. The root causes were attributable to component damages that occurred as a result of usage/access with an incompatible mating device. For optimal performance and as stated on the device sets directions for use (dfu) the z2405 microclave connectors should only be accessed with an iso complaint male luer with an inside diameter between 0.62" and 0.110". The complaint investigation report findings and relevant photographs are being provided to the facility contact for their review and records.

Event description:
Complaint received reporting recessed silicone/chemo leakage with use of one z2405 7" smallbore bifuse microclave ext. Set. It was reported that the z2405 sets" silicone in microclave stuck down. Chemo leaked from microclave when disconnected from cadd tubing exposing patient." The device set was removed and replaced. There were no reported adverse consequences.